Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("menorrhagia") in an adult female patient who had essure inserted (lot no. C51058) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required) and was found to have uterine leiomyoma ("fibroid") and dermoid cyst ("dermoid cyst"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, uterine leiomyoma or dermoid cyst. The reporter commented: essure removal: (B)(6) 2021 (per mr) - discrepant information. Removal procedure: the ovary and tube were retracted superomedially exposing the infundibulopelvic ligament. The infundibulopelvic was clamped, coated and cut with ligasure device. Patient taken to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] (date unknown): negative for malignant cells [pathology test] on (B)(6) 2021: uterus, cervix, bilateral tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: mature cystic teratoma of left ovary, leiomyomata and adenomyosis, benign secretory phase endometrium, bilateral fallopian tube and right ovary with no significant histopathologic changes, benign endocervix and ectocervix, bilateral essure devices [ultrasound uterus] on (B)(6) 2015: procedure: hysteroscopic sterilization, intratubal occlusion device: right tube: 2 coils left tube: 1 coil. Batch no c51058, production date 2014-04-11, expiration date 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("menorrhagia") in an adult female patient who had essure inserted (lot no. C51058) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required) and was found to have uterine leiomyoma ("fibroid") and dermoid cyst ("dermoid cyst"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, uterine leiomyoma or dermoid cyst. The reporter commented: essure removal: (B)(6) 2021 (per mr) - discrepant information. Removal procedure: the ovary and tube were retracted superomedially exposing the infundibulopelvic ligament. The infundibulopelvic was clamped, coated and cut with ligasure device. Patient taken to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] (date unknown): negative for malignant cells [pathology test] on (B)(6) 2021: uterus, cervix, bilateral tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: mature cystic teratoma of left ovary, leiomyomata and adenomyosis, benign secretory phase endometrium, bilateral fallopian tube and right ovary with no significant histopathologic changes, benign endocervix and ectocervix, bilateral essure devices [ultrasound uterus] on (B)(6) 2015: procedure: hysteroscopic sterilization, intratubal occlusion device: right tube: 2 coils left tube: 1 coil quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: new information added (essure lot number, three reporters (hcp, lab datas (after essure removal) and the medical device removal was changed to menorragia. Two new adverse events added: fibroid and dermoid cyst. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.